Event description:
It was reported a patient presented in clinic with episodes of ams. Oversensing was observed on the atrial channel. Turning off the auto sense and programming a fixed sensitivity was recommended. The atrial bipolar channel would be difficult to do. Turning on the atrial sense channel to get a better measurement of the oversensed event was recommended. The pvarp was reprogrammed. The patient will continue to be monitored. No further information is available.

Manufacturer narrative:
(B)(4).